Manufacturer narrative:
The pump was received with blank display due to moisture damage on all electronic assemblies. Moisture damage on motor assembly and battery tube noted. The displacement test, operating currents measures and off no power test were unable to be conducted due to blank display. There were minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have issues with blank display. The customer states they recently traveled and the pump was left in their suitcase. The customer states they have tried to replace the battery, but the display remains blank. The customer's blood glucose level at the time of incident was 200mg/dl. Troubleshoot was conducted and the display remained blank. The customer was advised the pump would have to be replaced and returned for analysis.